Event description:
It was reported, "doctor could not seat insert into tray, claimed space between baseplate and insert unacceptable."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.